Event description:
It was reported that insulin gauge on pump displayed (B)(4) units and showed much less insulin than caller expected after completing cartridge load, even after reloading same cartridge. There was no reported impact to the customer¿s blood glucose level. Caller confirmed using room temperature insulin, did not reuse or overfill cartridge, followed instructions to disconnect and deliver bolus to update estimate, and declined to load new cartridge, choosing to continue using current cartridge and follow up with technical support if necessary.